Manufacturer narrative:
**UDI related data quality updates only** correction to the initial MDR, incomplete UDI was provided. Section d4. Primary UDI number has been updated with full UDI (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
On 11-oct-2023, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot-micro, bi-directional, d-f curve, c3, split handle. The patient suffered cardiac tamponade requiring a pericardiocentesis. It was reported that a pericardial effusion was noticed with intracardiac echocardiography (ice) as they were wrapping up the case. The patient had no visible symptoms. The pericardial effusion was confirmed with ice and a transthoracic echo. The procedure was able to be completed. The medical intervention provided was a pericardiocentesis and that 210 cc of fluid was removed initially. The drain will be left in the patient overnight. The patient was reported to be in stable condition. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and an error 106 appeared on the system due to an open circuit in the tip area. A manufacturing record evaluation was performed for the finished device 31007135l number, and no internal actions related to the reported complaint condition were identified. A product issue was identified during the investigation of the sample received. It should be noted that this product failure is multifactorial. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot-micro, bi-directional, d-f curve, c3, split handle. The patient suffered cardiac tamponade requiring a pericardiocentesis. It was reported that a pericardial effusion was noticed with intracardiac echocardiography (ice) as they were wrapping up the case. The patient had no visible symptoms. The pericardial effusion was confirmed with ice and a transthoracic echo. The procedure was able to be completed. The medical intervention provided was a pericardiocentesis and that 210 cc of fluid was removed initially. The drain will be left in the patient overnight. The patient was reported to be in stable condition. The adverse event occurred on (B)(6) 2023. It was discovered during use of biosense webster products. The physician believed the cause of the adverse event was with the procedure. He is unsure what caused the complication but mentioned that it could have been caused from attempting to place the ice into the right ventricle. A pericardiocentesis was preformed. The patient required extended hospitalization because of the adverse event as the patient was monitored on the telemetry unit overnight with a drain in place to ensure all blood was removed from the pericardium. Prior to noting the pericardial effusion, ablation was performed. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious.